Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ii us mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Two central strut rows (rows 17 and 18 counting from the proximal end) were damaged and the stent was kinked at the damage site. The od (outer diameter) of the remaining undamaged portion of the crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion profile found no issues. A visual and microscopic examination of the tip identified tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24apr2017. It was reported that shaft kink occurred. A 2.50 x 38 synergy ii stent was advanced through a guide catheter to treat the target lesion. However, upon removal, the device was kinked. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.